Event description:
It was reported that the measurement was 12.1ma during testing between the is-1 ring and df-1 pin, indicative of low impedance and insulation degradation. Additional information was subsequently received reporting the lead was electively replaced. The lead was capped (B) (6) 2004, but actually explanted on (B) (6) 2009. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: (B) (4) middle insulation breached; distal segment returned and analyzed.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.

Event description:
12.1ma during testing between is-1 ring and df-1 pin.